Event description:
It was reported that a lead integrity alert (lia) triggered due to high impedance on the right atrial (ra) lead. High thresholds and loss of capture were recorded, and lead fracture was suspected. The follow-up physician suspected that the atrial lead fracture had occurred during a previous lead revision procedure. The right atrial (ra) lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, atrial pacing capture threshold was elevated, and lead impedance out of range alert occurred. An alert occurred (B)(6) 2014 for atrial lead impedance of 2755 ohms. Beginning on (B)(6) 2014 atrial lead threshold was elevated at 2.5 volts. On (B)(6) 2014 atrial bipolar lead impedance measured 3154 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, implanted (B)(6) 2014. (B)(4).